Event description:
It was reported that a pt underwent a gynecological procedure on an unk date. During the procedure, the device worked intermittently. No adverse pt consequences were reported.

Manufacturer narrative:
Date sent to the FDA: 08/10/2009. Insufficient drive of disposable. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the eval will be submitted in a supplemental 3500a form.